Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab, the sheathed intra-aortic balloon (iab) was inserted on (B)(6) 2011. On (B)(6) 2011, the intensive care unit nurse observed a "betadine color" inside the tubing. The fellow was notified and attempted to remove the catheter and felt significant resistance. Therapy was discontinued. As a result, medical/surgical intervention was needed to remove the catheter by surgical cut down with success. There was no report of patient death or injury. The patient outcome is the patient went on to have coronary artery bypass graft surgery as treatment for her heart and recovered uneventful.